Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017. On (B)(6) 2017 the patient underwent the first bronchial thermoplasty procedure performed in the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, immediately following the treatment, symptoms of atelectasis were observed in the treatment area. On (B)(6) 2017 the patient was administered oral predonine tablet (5mg/day) per protocol. On (B)(6) 2017 the oral dosage was changed to 25 mg/day and the patient underwent follow-up observation. According to the physician, the patient¿s hospitalization was prolonged for three days due to the occurrence of atelectasis. On (B)(6) 2017 the patient¿s symptoms had improved and the patient was discharged from the hospital.